Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and pump error. Customer's blood glucose value was 288 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the event reporting source was customer's (B)(6).

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 43 alarms or unexpected pump error 23 alarms noted during testing. (B)(4).